Event description:
Boston scientific received information that the patient's home monitoring system detected a high, out of range, shock impedance reading on this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) system. Further information was received that the patient had been seen in the clinic. A device evaluation was completed and the shock impedance measured >125 ohms. Reprogramming was done to eliminate the proximal coil out of the shock vector configuration, and the subsequent shock impedance then measured 53 ohms. No noise was noted on the lead. During the in-clinic evaluation, the patient was in atrial flutter with a rapid ventricular response. Therefore, the physician admitted the patient to the hospital and proceeded to cardiovert the patient through the ICD with an 11 joule shock. The shock impedance was 47 ohms at that time. No adverse patient effects were reported, and the device system will continue to be monitored with the patient's home monitoring system.

Manufacturer narrative:
At this time, no further information concerning this report is available and our investigation is complete. This investigation will be updated should further information be provided.